Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set fell off during use event on 10-jun-2024. The insertion site was at the abdomen. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.